Event description:
In 2009, the sales rep reported via email that during surgery the surgeon was attempting to place top the closure top cross threaded. Add'l info received via telephone on 02 nov 2009, the sales rep reported that during surgery on l1-s1, the surgeon was on the last screw and he was attempting to implant the closure top and lock it down at an angle when the closure top stripped. The surgeon then explanted the closure top and implanted another closure top. The second closure top stripped in the inner hex. The surgeon explanted that one too and implanted another one without difficulty. There was no surgical delay.

Manufacturer narrative:
Evaluation is pending.